Event description:
A sagittal saw attachment was sent for evaluation because it was getting warm during testing. The event occurred during a routine field service maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device is not available for evaluation; it is not possible to determine the cause of the event without an evaluation of the device.